Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using fiasp insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin.